Event description:
Customer reported difficulty ventilating a patient during a case. Investigation/conclusion: the equipment was checked out be datex-ohmeda service representatives and found to function within manufacturer's specifications. Following the checkout, datex-ohmeda was informed by the customer that the hoses were misconnected during the alleged event. During datex-ohmeda's investigation of the alleged event, the hoses were misconnected as described by the customer. With the equipment configured in such a manner, ventilation of the patient would not be possible. Proper equipment setup and system checkout procedures are contained in the adu user manual. The adu (anesthesia delivery system) is designed and mfg by datex-ohmeda, bromma, sweden, and is distributed for sale in the united states by datex-ohmeda, inc., north america. This MDR is being filed on behalf of the MFR located in bromma, sweden. All records regarding the design, MFR, and complaint investigation of the adu are located in bromma, sweden.